Event description:
Physician stated that during his first deployment of vena tech 30d filter - the filter was deployed upside down from the jugular approach. Pt's cava diameter is 17mm, was intubated and has a poor prognosis. Physician reluctant to place an add'l filter in this pt.